Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that following a lead pull the patient was experiencing new leg pain. The patient believed that it might be the result of not turning off the device prior of removing the leads that result of receiving a strong jolt stimulation. Muscle relaxant was prescribed. The physician was unsure of the cause of new pain.

Manufacturer narrative:
Additional information was received that the physician did not believe that the patient's leg pain was device related.

Event description:
A report was received that following a lead pull the patient was experiencing new leg pain. The patient believed that it might be the result of not turning off the device prior of removing the leads that result of receiving a strong jolt stimulation. Muscle relaxant was prescribed. The physician was unsure of the cause of new pain.

Manufacturer narrative:
Additional information was received that the patient was prescribed injection to treat her pain. The patient was doing better but still had pain in her leg. No further course of action at this time.

Event description:
A report was received that following a lead pull, the patient was experiencing new leg pain. The patient believed that it might be the result of not turning off the device prior of removing the leads that result of receiving a strong jolt stimulation. Muscle relaxant was prescribed. The physician was unsure of the cause of new pain.